Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n319565, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported the patient experienced voltages changes. The voltages were 'jumping around to voltages they were never programed to.' An example of this event was reported: the patient's device was programmed at 4 volts. The voltage changed to 3 volts and didn't move for 3 minutes. Then the patient sat down and it was reported the device 'jumps' to 6 volts. Additional information has been requested, but was not available as of the date of this report.